Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and swelling due to a nickel allergy. A revision surgery has been planned.

Manufacturer narrative:
To date, no devices were received with complaint for investigation; therefore, the condition of the components is unknown. The reported event alleges a symptom rather than a defined device failure. Without a device for exam, neither visual nor dimensional analysis are possible. The knee compatibility of components were reviewed and identified all components are compatible and noted no issues. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the femoral or tibial components. Primary operative notes state that the patient underwent left total knee arthroplasty (tka) due to osteoarthritis. The surgeon noted that the knee reached full extension and flexion to 130 and was stable to varus and valgus stress with trial components. The notes also stated that there were no apparent complications during surgery. Reported information states that the patient has a nickel allergy. The femoral and tibial components implanted during the primary surgery are both made of cobalt-chrome, which includes nickel in its composition. Per the gender solution natural-knee flex system package insert, pain and swelling are known risks of this procedure. It appears that the reported issue was caused by the patient¿s nickel allergy.

Event description:
It was reported that the patient had a total left knee arthroplasty on (B)(6) 2014. Subsequently, the patient has been experiencing pain and swelling due to nickel allergy. Patient will be revised on (B)(6) 2016 with a titanium implant.